Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, it was found that the subject device coating seemed to be peeled off at the distal part during insert into the guiding catheter. The procedure was completed with a new device without any clinical consequences to the patient.

Manufacturer narrative:
Section b1 product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter distal shaft and tip were noted to be damaged as the catheter tip was seen to be flat/crushed. Functional testing was performed as a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter was flushed, and a 0.0158" patency mandrel was advanced through the hub and the microcatheter without any resistance felt. Functional inspection for 'catheter shaft difficulty advancing, and catheter shaft difficulty removing/withdrawing' were not carried out due to the damage noted to the device. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported defect ''catheter ptfe inner lining peeling' was not confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. Also, additional information indicated the damage to the catheter was on the surface of the device. The as reported ¿catheter ptfe inner lining peeling¿ will be assigned ¿not confirmed ¿as the damage noted during analysis was to the catheter shaft, there was no ptfe inner lining peeling. The catheter distal shaft and tip were badly damaged. The catheter tip was found to be flattened. The as reported ' catheter shaft difficulty advancing' and catheter shaft difficulty removing/withdrawing' will be assigned procedural factors. The issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited. The as analysed defects ¿catheter shaft damaged, catheter tip damaged¿ and catheter tip flat/crushed¿ will be assigned procedural factors. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during procedure, it was found that the subject device coating seemed to be peeled off at the distal part during insert into the guiding catheter. The procedure was completed with a new device without any clinical consequences to the patient.